Event description:
Cause of death was drug overdose, not natural causes. Date (B)(6)-2012. Not considered device related. Not know if device will be returned, that information was not in the file.

Event description:
It was reported that the patient died approximately 10 days after implantation of an implantable neurostimulator. The cause of death was unknown and the intention of a future autopsy could not be confirmed. It was believed that the death was not related to the device because there were no known problems at the time of implantation. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Exact date of death is not known. It was noted that it was either (B)(6) 2012. Lead model 39286-65 serial# (B)(4) implanted: (B)(6) 2012 explanted: na; programmer model 37744 serial# (B)(4); recharger model 37754 serial# (B)(4); antenna model 37092 lot# 310970001 accessory model 3550-p4 lot# n313935.

Manufacturer narrative:
(B)(4).